Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
A magnet was placed over the ICD for a surgical procedure. However it is stated the patient received a shock with cautery. Magnet was repositioned as it is not clear if the magnet shifted due to patients loose skin. Rep was called to investigate. No other adverse patient effects were noted.